Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent an ipg explant procedure due to infection.

Event description:
It was reported that the patient underwent an explant procedure due to infection. Additional information was received that the patient had an infection at the ipg site. The explanted device will not be returned as it was discarded by the medical facility.

Event description:
It was reported that the patient underwent an ipg explant procedure due to infection.